Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was just implanted on the (B)(6) . Manufacturing records show that the patient was implanted on (B)(6) 2016. It was reported that the battery was not staying charged. It might last 2-4 hours. The patient charged their implantable neurostimulator (ins) completely full and it was dead after 2-4 hours. The patient had called a manufacturer representative the night before ((B)(6) 2016). The manufacturer representative had recommended that the patient get a new implantable neurostimulator recharger (insr) antenna but the patient already had a new insr antenna.. There were no reported falls or traumas. It was reported that the patient was not getting any coupling boxes but when they charged the ins fully they had 6-8 coupling bars and charged for 4 hours. During the call it was confirmed that the patient was reading the ins battery level correctly. The patient had an appointment on (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the patient had to lay on her belly to get adequate coupling and she does not lean on anything while recharging. After the implantable neurostimulator (ins) was implanted, they had issues with coupling; the patient was able to reach eight coupling bars but at the time of the report was only able to reach two bars. It was noted that the patient tried multiple rechargers and impedances were between 800 to 1000 ohms. In conclusion, the patient was meeting with a healthcare provider (hcp) to discuss a possible pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.